Event description:
Pt had a laparoscopic paraesophageal hiatal hernia repair in 2009. The pt returned to the ed at approx 2 weeks later with abdominal pain at the trocar site. Abdominal CT scan identified a linear radiopaque density in the left subphrenic fat in the left lower quadrant measuring 3 cm in length. Pt returned to the or where a retained suture passer from an ethicon ethibond excel suture was removed. The pt had an uneventful postoperative course, and was discharged home in the next day.